Event description:
(B)(4). Edit: constant menstrual like cramps, pain on left side, clear vaginal discharge(always wear a liner now), spotting after intercourse and cramping. Migraines and other headaches several times a week.

Event description:
(B)(4). Immediately after implantation my left fallopian tube went into spasm. Had ER visit four hours later for excruciating pain. Six months later diagnosed with asthma, hair falling out, extreme, debilitating joint pain. "Brain fog",fatigue, unexplainable bruising, muscle cramps, metallic taste, bloating, weight gain.